Event description:
Revision performed in 1998 using a constrained shell and liner in conjunction with existing femoral prosthesis. Revised again in 1998, to replace acetabular components due to fracture of liner's locking ring.